Manufacturer narrative:
Product analysis the device was returned with the outer shaft white in colour. This white colour starts approximately 49.5cm from the strain relief with swelling of the outer shaft also at this point. The white colour continues in varying degrees all the way to the balloon with the outer shaft burst approximately 89.cm to 93cm from the strain relief medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to use an amphirion deep pta balloon catheter for the treatment of a fibrous lesion with chronic total occlusion in the mid anterior tibial artery. The artery has mild tortuosity and calcification. The balloon was inflated using a balloon inflation device. At 10 atm balloon inflation difficulties were discovered. The device did not pass through a previous deployed stent and no resistance was felt while advancing the device. Device was stored as normal at room temperature. Catheter was normal colour when it was removed from package, no special circumstances. Catheter was not flushed with any special fluids, only saline. No patient injury was reported. When the device was sent for evaluation, it was noted that the shaft was torn/burst.